Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had vibration anomaly. The customer¿s blood glucose level was unknown. The customer stated that they can hear the vibration alarm more and it was louder. When the customer unscrews to take out reservoir plastic piece comes out. The customer declined all the troubleshooting. Customer stated that she was able to lock the reservoir in place with damage to the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the self test and the displacement test. Device was programmed with a test guardian link and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warm up. Device displayed the programmed value properly on the display graph. The pump was monitored for six days. The sensor lasted 146 hours before the device received a sensor expired alarm. The pump calculated sensor age properly and no sensor anomaly noted. No unexpected failed battery alarm, audio alarms, sensor communication errors or anomalies, or additional sensor errors or alarms were noted during testing.(B)(4).